Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The following findings were also noted: distal fiber breakage/dents on distal edge, loose light guide adapter, cracks on side of video connector and light transmission failure. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause was due to bad image. A device history review revealed no issues that could have caused or contributed to the reported issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the video telescope had dark picture. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.